Event description:
It was reported that during a prostate vaporization procedure, the fiber was defective: it began blinking, displayed error messages, and the beam was forward firing. The fiber was used for 39,883 joules. The damage was observed on the fiber tip. The flow valve was opened, and fluid was observed to be coming out of the metal cap window, and the irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. The glass tip was detached and not returned with the fiber. It was additionally observed that the laser was not aligned with the output window, indicative of glue failure. The fiber was functionally tested using the forward firing test fixture, the rate resulted above the threshold for potential patient harm. Based on these observations, the reported forward firing was confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap and metal cap detachments. According to the instructions for use (IFU), the IFU cautions to: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, likely caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a prostate vaporization procedure, the fiber was defective: it began blinking, displayed error messages, and the beam was forward firing. The fiber was used for 39,883 joules. The damage was observed on the fiber tip. The flow valve was opened, and fluid was observed to be coming out of the metal cap window, and the irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope. The procedure was completed with another of the same device with no patient complications.